Event description:
A caller reported encountering an unspecified sensor error message on the adc device. The customer experienced a loss of consciousness however, it was reported that the customer was able to self-treat with food and water provided by a non-healthcare professional for the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. The sensor was found to be in sensor state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was observed. Visual inspection was performed on the returned sensor tail, no watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the tail not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported encountering an unspecified sensor error message on the adc device. The customer experienced a loss of consciousness however, it was reported that the customer was able to self-treat with food and water provided by a non-healthcare professional for the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.